Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 ICD implanted (B)(6) 2013. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead indicated a sensing threshold measurement that was below range. It was further reported that possible atrial oversensing was observed during some recorded episodes. No additional information could be obtained. The right ventricle and right atrial leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was fractured. The lead was capped and replaced.